Event description:
It was reported by a company representative that handheld computer belonging to a neurologist was no longer holding charge. The area representative indicated the handheld works well when connected to the ac power supply but immediately discharges when unplugged. At the moment, good faith attempts to obtain the product returned have been unsuccessful to date.